Event description:
Customer called to check the calibration of the glucose meter. Further troubleshooting by phone revealed that the meter's calibration standard strip was giving a reading out of range. The meter was replaced and the defective meter returned for investigations.